Event description:
It was reported that during suctioning of the pt, the ventilator froze and stopped ventilating. The screen had frozen but remained lit. There was a constant alarm that could not be silenced. The caregiver was not able to turn the ventilator off. The manufacturer's technical support hot line instructed the caregiver to hold the power switch and force the ventilator to shut down. The pt is not ventilator dependant. There was no consequence or impact to pt.

Manufacturer narrative:
Age of device: 16 months. Location where event occurred: pt's home.